Manufacturer narrative:
Analysis was normal. No anomalies were found. The device was received in bvvi mode consistent with cautery exposure. User manual states that exposure to electrocautery during the explant procedure could temporarily inhibit the output and cause noise artifact seen in the field.

Event description:
It was reported that the patient presented for a pulse generator replacement procedure as the device had reached it's elective replacement indicator. After the device was removed from the pocket and placed on the patient's body surface, noise was noted. The physician could not identify the cause of the noise. The device was removed and replaced. The patient was stable.